Manufacturer narrative:
This medwatch report is being filed based on the image received from the distributor on june 27, 2023, revealing fractured core wire material. As received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire an unknown distance from the distal tip weld mass with concurrent stretched coil damage of 48.5cm. The distal tip is lodged within the lumen the j-straightener attachment 3.4 cm from the distal tip of the j-straightener with the traces of dried blood. The specimen also presented kink/bend damage at 0.5cm in the formed distal curve and a large radius bend damage from 4.5cm to 10 cm from the formed distal curve. The information in the event description does not mention the safari2 guidewire being lodged within the j-straightener attachment or a fracture of the core wire; therefore, the exact timing of the damage cannot be determined at this time. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As per instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B. The safari2tm guidewire is pulled back completely into the catheter. C. The safari2tm guidewire may then be withdrawn from the catheter at this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appeared that handling factors have contributed to the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: during the positioning of the guide in the ventricle, it was not possible to advance the guidewire safari outside the shaft. The guidewire seems stuck. What troubleshooting steps, if any, resolved the issue? Another of the same device has been successfully used. What is the next course of action?: another of the same device has been successfully used. Patient present at time of event?: yes. Patient complications: no patient complications.